Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the device stopped working. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.

Manufacturer narrative:
D6a implant date is an approximate date.